Event description:
During an atrial fibrillation procedure, an air leak occurred after the introducer was placed. The introducer was replaced and the procedure was completed with no adverse consequence to the patient.

Manufacturer narrative:
One 10f fast-cath introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.